Event description:
At 4:46 am, customer was unresponsive, pale and sweating. Their family member gave customer the creamy part of a cookie. A reading was taken with the freestyle flash with areading of 117 mg/dl immediately after a one touch ultra reading of 41 mg/dl was received at 4:47 am. An injection of 1 milligram of glucagon was provided by family member. Paramedics were called and provided exygen as customer was having trouble breathing. Caller was not taken to the hospital. Paramedics stayed until customer stabilized.